Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification through the implant patient registry that patient with a 9750tfx 26mm sapien 3 ultra valve, implanted in the aortic position for 1 year and 10 months, underwent an explant procedure due to unknown reasons. No additional details were provided.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve calcification, leaflet tear, and pannus formation were confirmed from the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per complaint description, ''26mm sapien 3 ultra valve, implanted in the aortic position for 1 year and 10 months, underwent an explant procedure due to calcification, leaflet tear, and pannus formation. An edwards surgical valve was implanted'' for the complaint of valve calcification, an existing edwards' technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, the evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. Review of the medical report revealed that patient has a medical history of diabetes mellitus type ii, which is poorly controlled. Diabetes is a well-known risk factor of bioprosthetic valve calcification. As such, available information suggests patient factors (diabetes mellitus) may have contributed to the reported event. For the complaint of pannus formation, the exact etiology of pannus formation is not known. Multi-factors are involved in its formation. Basically, pannus represent a bioreaction to prosthetic valves associated with coexisting factors such as surgical technique, thrombus organization from inadequate anticoagulation, infection and wall shear stress. The effect of pannus formation on hemodynamics depends on the extent and site of fibrous tissue. Pannus that extends to the orifice and hinges of the s3u valve may interfere the device functionality by restricting the leaflet motion or narrowing the orifice of the valve (stenosis), thereby increasing the pressure gradient. As such, available information suggests that patient factors (pannus growth on valve) may have contributed to the reported event. For the complaint of leaflet tear, per IFU, structural valve deterioration (leaflet tear) is a potential adverse event associated with the use of valve. In this case, there was an extensive pannus formation on the valve. The pannus formation can affect hemodynamic flow, changing the pressure exerted on the leaflet, which may accelerate the wear and tear of the leaflet. In addition, calcification was present on the leaflet. Tissue calcification is a known factor that can cause leaflet tear overtime. The prolapse of leaflet will compromise the valve function leading to aortic central regurgitation. However, without the actual device returned for evaluation, the exact mechanism of the tear remains unknown. Since no labeling or IFU/training inadequacies were identified for the complaints; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
In this case, it was reported through the implant patient registry that patient with a 9750tfx 26mm sapien 3 ultra valve, implanted in the aortic position for 1 year and 10 months, underwent an explant procedure due to calcification, leaflet tear, and pannus formation. An edwards surgical valve was implanted. Per medical records, the patient was admitted for chest pain and recent fainting. Echo showed that the valve was "prolapsed" with severe aortic regurgitation and the jet was central. There was mild aortic stenosis with a mean gradient 6mmhg and an ava of 1.93cm2. The patient underwent explant of the sapien 3 tavr valve. A 23mm inspiris valve was implanted and ligation of laa was performed. During explant the valve was described as diseased, with a torn leaflet and pannus present. There was no evidence of endocarditis. Final pathology report noted that the valve tissue had calcifications.